Manufacturer narrative:
The results/method and conclusion codes along with investigation results will be provided in the final report.

Event description:
Reference MFR. Report# 1627487-2019-02518, 1627487-2019-02519 (for high impedances). It was reported that the patient had high impedances on the lead and extension during intra-operative testing after an ipg replacement on (B)(6) 2019. It was also noted the other lead had migrated from original location. The lead and extension were explanted and replaced to address the high impedance. The other lead was revised. It was reported that effective therapy was restored post-operatively.